Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3. The following sections were corrected: e1; g2. Visual examination of the returned product/provided pictures identified the end of the plunger is fractured and missing. The collet feature is damaged. The device shows wear & tear that indicates repeated use during a potential field age greater than 3 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while setting up for a procedure, the sales representative identified that the sizer handle would not hold the sizers due to a prong fracture. As a result, it was not used for the procedure, and there was no patient impact. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.